Manufacturer narrative:
All available information was investigated and the reported unintended movement could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the unintended movement. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and a good grasp was obtained. However, the clip opened when establishing final arm angle (efaa) and mr occurred again. Troubleshooting was performed but was unsuccessful and mr worsened again; therefore, it was decided to change to a new cds. A new cds was used to complete the procedure. One clip was implanted reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.